Event description:
Information was received from a consumer regarding a patient receiving dilaudid via an implanted pump. The indication for pump use was non-malignant pain. The patient reported that their catheter was not working. When asked the event date, the patient stated, ¿it started when they started reducing my oral medication and increasing the pain pump medication, maybe in (B)(6) 2022". Per the patient, they went in, to the doctor "the sunday before last" to have a catheter dye study because they were in so much pain, but nothing was working. The doctor told them they could not aspirate anything, so something was wrong with the catheter. Per the patient, they were back on oral medication.

Manufacturer narrative:
Concomitant medical products: product ID 8780. Lot# serial#(B)(4). Implanted:(B)(6) 2022 explanted: product type catheter product ID 8780 lot# serial# (B)(4) implanted: (B)(6) 2015 explanted: other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 07-jun-2024, UDI#: (B)(4). Product ID: 8780, serial/lot #: (B)(4), ubd: 05-dec-2016, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare professional (hcp) reported the cause of the inability to aspirate had been unknown. The patient had been referred to a neurosurgeon to revise/replace the catheter. They were waiting for a burn on the patients lumbar spine to heal before doing surgery. The pump was reported to be running at the lowest setting and the system had still been implanted. The patients weight was reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.